Manufacturer narrative:
The user reported receiving multiple no sensor detected alerts and was unable to locate the sensor in the placement guide since (B)(6) 2025. The issue was not resolved through placement troubleshooting or transmitter replacement, so both the transmitter and sensor were returned for further analysis. Upon receipt, investigation showed that the transmitter passed all functional tests, with no issues identified. The returned sensor was tested with a known good transmitter; no signal was detected by the app and only a low but stable signal was observed when the sensor was held directly against the transmitter. Case information indicated that the sensor was palpable on both ends, and ultrasound imaging did not reveal any insertion depth issues. The most probable cause of the user's issue was poor communication and power transmission from the sensor antenna. The user was offered a sensor replacement as a resolution. B4.date of this report 09 sept 2025. G3.date received by the manufacturer? 09 sept 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 628. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 02 july 2025, senseonics was made aware of an incident where user reported of receiving no sensor detected alert which led to early sensor removal.